Manufacturer narrative:
Unit seated at the beginning of the displacement test followed by an unexpected insulin flow block alarm due to corroded force sensor. Unable to perform displacement test due to insulin flow block alarms. The motor and electronic assemblies found with traces of corrosion per visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer's blood glucose was 8.7 mmol/l. There was fluid under the display. The troubleshooting was not mentioned. The insulin pump will be returned for analysis.